Manufacturer narrative:
Manufacturer narrative: lot number was not reported. Pharmacovigilance comment: the serious event of venous thrombosis and the non-serious events of mass, pain and swelling at the implant site were considered expected and possibly related to the treatment. Serious criteria included the need for medical intervention including enoxaparin sodium injections. Potential contributory factors include injection technique, procedural trauma and intravascular injection of gel. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 12-jul-2019 by a physician which refers to a female patient of unknown age. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2019, the patient received treatment with 2 ml restylane lyft to mid face (lateral to medial cheek lineal threads), 1ml on each side using a 23g cannula (unknown lot number and injection technique). Two weeks after the treatment, on an unknown date in (B)(6) 2019, the patient presented with a 3 cm long thrombus in the angular vein (venous thrombosis). The patient was scanned due to a lump(implant site mass), which became visible every time she exercised. The patient also experienced symptoms of pain (implant site pain) under left eye and swelling (implant site swelling) from corner to cheek. The reporting physician talked with a vascular surgeon and prescribed 1.5 mg of clexane [enoxaparin sodium] daily. The reporting physician did provide a seriousness assessment (serious criteria). Outcome at the time of the report: thrombus in the angular vein was unknown. Lump was unknown. Pain was unknown. Swelling was unknown.